Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a permanent scs system. The patient was later unable to move her right leg. The patient was taken to the emergency room and found to have an epidural hematoma. The patient's scs system was explanted and the hematoma was removed. Afterwards, the patient regained movement of her leg.